Manufacturer narrative:
The customer resolved the matter. Therefore, the service call was cancelled. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed an iris potentiometer error code message. No pt or staff injury was reported.